Event description:
Report received from the USA stating that during routine inspection, it was observed that the attachment device was "overheating and warm to the touch." The device was not used in surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).